Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2015-01874 and 01875. This event occurred in (B)(6).

Event description:
Allegedly revised due to aseptic loosening femur; aseptic loosening tibia (right).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.